Manufacturer narrative:
On 30-sep-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: based on the information received, the patient experienced a rupture with a breast implant and developed capsular contracture. The product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant had ruptured through both aspects with a crease/fold within the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - the suspect medical device is the patient¿s right breast prosthesis, not left as was initially reported. - the patient developed bilateral capsular contracture post implantation (baker grade IV in right breast, baker grade ii in left breast) - the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 550cc gel breast prostheses that both ruptured after explantation. Bilateral rupture was discovered during an implant exchange surgery performed on (B)(6) 2021. Additionally, it was reported that the patient had developed capsular contracture (baker grade unknown) in her right breast. The patient¿s removed breast prostheses were replaced with mentor memorygel breast implant 790cc gel breast prostheses. This medwatch report is for the patient¿s left breast prosthesis.